Manufacturer narrative:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) came out with the device after the balloon was deflated and removed. Manual pressure was applied for hemostasis without hematoma. There was no reported patient injury. Additional information was requested but not created. A non-sterile ¿mynxgrip¿ vascular closure device 5f¿ was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle, and the stopcock was in the open position. The catheter was inserted into an unknown non-cordis sheath of the proper french size. The sealant was inside the slit of the shuttle, swollen and exposed. The core wire was through the shuttle slit, which disconnected the sealant from the core wire and allowed the advancer tube to be deployed without sealant deployment. The advancer tube was fully deployed. The syringe was connected to the luer hub. No other outstanding details were observed. Dimensional analysis was not performed because the advancer tube was received in the deployed state. Per microscopic analysis, the sleeve area was inspected with a vision system, confirming that the sealant was inside the slit. The reported event of ¿sealant-sealant dislodged¿ was not observed through analysis of the returned device due to the definition of the event since the sealant was not deployed from the shuttle. However, since the sealant was still inside of the shuttle, the returned product was in a condition indicative of ¿sealant-failure to deploy,¿ which may have been the issue experienced by the customer. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to issue experienced. However, since the device was received with the core wire through the slit of the shuttle and the advancer tube deployed off the catheter, it is very likely that handling factors, such as holding the device in a different angulation to the procedural sheath, contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f mynxgrip vascular closure device (vcd) came out with the device after the balloon was deflated and removed. Manual pressure was applied for hemostasis without hematoma. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.